Event description:
A call center ticket was logged with the following text "defect in therapy pca board." No patient involvement was reported.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.